Manufacturer narrative:
The system technical performance during treatment was thoroughly reviewed; no technical issues were found. No system malfunction occurred.

Event description:
On november 27, 2018, insightec was notified, that on (B)(6) 2018, a patient with bilateral intention tremor, underwent exablate thalamotomy for essential tremor for tremor relief in dominant right hand. The treatment initially resulted in complete tremor relief and no side effects were observed by the clinical team on the day of treatment. At day 12 post treatment follow-up, the patient reported floppiness in her right arm. On (B)(6) (49 days post-treatment), team reported that patient is undergoing physical therapy to help with arm floppiness and imbalance.